Event description:
N/a.

Manufacturer narrative:
Omit: b21 - type of investigation not yet determined, c21 - results pending completion of investigation, d16 - conclusion not yet available. Additional information: device eval by manufacturer? , imdrf annex a,g,b,c,d codes and manufacturer narrative. A device history record, complaint history review, and risk review on failure modes are performed on each device with reportable malfunction(s) along with other methods of investigation as coded in section h6 of this MDR report. Investigation summary: the report of a pump module under infusion event was not able to be confirmed from the log analysis or replicated during laboratory testing. Laboratory test results performed on the reported suspect device confirmed the pump module to be within specification for rate accuracy and was operating as intended. Internal and external inspection did not find any issues that would contribute to the reported complaint. Review of the pump module and pcu error log showed no errors were recorded on the reported event period nor any relevant errors recorded. According to the review of the event log, on (B)(6) 2025 at 6:19:46 am, the concomitant pcu device was powered on, and three (3) pump modules were attached, suspect pump module s/n (B)(6) was assigned channel a, and concomitant pump modules s/n (B)(6) and s/n (B)(6) were assigned channel b and channel c respectively. The profile in use was identified as â¿¿oncologyâ¿¿. At 6:20 am, the user selected guardrails IV fluids (IV fluid) with a rate of 20 ml/h and a volume to be infused (vtbi) of 400ml was programmed on the suspect pump module. At 6:23 am, the reported secondary infusion of cytarabine (drugid = 59) was programed with a drug amount of 210mg, diluent volume of 250ml, and a rate of 10.5ml/h. The user selected yes to the guardrails rate below limit of 83.33ml/h warning message, the infusion was then started. At 7:14 pm, the secondary volume infused (svi) value was recorded to be 110.2 ml, then the user proceed to clear the infused values. Upon infusion completion at 6:48 am on (B)(6) 2025, a final svi of 139.81 ml was observed. Therefore, the infusion concluded as expected with an approximate svi recorded of 250 ml (110.2 ml + 139.81 ml) over approximately 24 hours. Despite some minutes lost due to occlusion alarms, the infusion was completed as planned. During the reported days, several secondary infusions were scheduled. However, review of the logs showed no anomalies were identified, as all infusions were administered as expected. Under infusion conditions can be the result of back pressure, wetted filter vents (when venting is needed), incorrect disposable set insertion or incorrect container volume estimation. None of these possible causes could be investigated since it is not possible to know which if any of these conditions existed at the time of the customerâ¿¿s event. It should also be noted that variations of head height, back pressure, or any combinations of these may affect rate accuracy. Factors that can influence head height and back pressure are administration set configuration, IV solution viscosity and IV solution temperature. The bd alaris pump module air in line tip sheet states that when inserting the tubing into the ail detector, use a fingertip, and firmly push tubing toward the back of the ail detector. Close the roller clamp on the tubing set and pause the channel before replacing a fluid container to avoid air from entering the IV tubing. Allow solutions to warm to room temperature, if possible. (When infusing a chilled solution, air bubbles may form as cold solutions begin to warm) the system was being used for treatment purposes as intended per 21 cfr 820.198(d)(2). Note to repair center: device was disassembled for this investigation, please ensure proper assembly, torquing of screws, and appropriate testing is performed. Repair center should follow their normal processing of the device, looking for any incidental issues prior to returning it to the customer. Dchu will not be picking up the cost of the incidental repairs. Root cause: the root cause for the reported issue of an under-infusion event was not able to be identified. The pump module was found to be infusing within specification, the returned device was fully evaluated, and no anomalies were found during laboratory testing.

Event description:
It was reported that before use the cardiosave intra-aortic balloon pump (iabp)unit has persistent auto fill failures. There was no patient involvement reported.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.